Manufacturer narrative:
Investigation type code: 4110- lens work order search- one similar complaint event(s) within associated lots were found. Health impact code: 4625 - additional surgery: "yag" was performed. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -15.00/3.0/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023 as a replacement lens. The patient experienced an excessive vault and yag was performed. Reportedly "still considerable amount of vaulting but quiet eye and normal tension". The lens remains implanted. It was later reported "during the last check-up the bcva was 0.7 for both eyes. Measurements with the cso sirius indicated a vaulting of 0.88 in od respectively. For safety's sake I have performed a yag laser iridotomy. The patient is quite happy."